Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss gentle gum care, fresh mint, for dental cleaning (route dental, lot number 0902d, frequency, and expiration date unspecified). After an unspecified duration while using the floss for the second time, the consumer noticed that the cutter section of the floss broke off and the plastic apparatus came out, which made the floss unusable. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: the device name was updated from reach johnson and johnson floss gentle gum care, fresh mint to reach johnson and johnson floss gentle gum care, fluoride. Review of the data associated with this complaint category revealed no adverse trends and no trend involving lot number 0902d. Complaint could not be confirmed since customer unit was not received. However, documentation and history of changes demonstrate adequate controls and did not show any gaps in the production process that could potentially affect the product. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss gentle gum care, fresh mint, for dental cleaning (route dental, lot number 0902d, frequency, and expiration date unspecified). After an unspecified duration while using the floss for the second time, the consumer noticed that the cutter section of the floss broke off and the plastic apparatus came out, which made the floss unusable. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.